Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (nt3210) would not disengage from the mount. The procedure was completed by placing another implant. Tooth location 22.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b5: it was reported that the implant at tooth location 33 would not disengage from the driver. The procedure was completed by placing another implant. D4: expiration date: 18 may 2022, UDI: (B)(4) and g4: 09 jul 2019. The reported device was received for evaluation. Functional testing confirmed that the mount screw will no longer engage with a mating driver, thus preventing the mount from being removed. The reported condition of an implant that would not disengage from the driver was confirmed. A device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported lot number for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant at tooth location 33 would not disengage from the driver. The procedure was completed by placing another implant.